Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone # (B)(6). Section e: reporter phone # (B)(6).

Event description:
It was reported that blood pressure is low. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A remote service engineer (rse) was unable to contact the repair requester. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The rse was unable to contact the repair requester. It is unknown if the product is back in service at the customer site.